Event description:
The pt reported she did not charge her scs ipg for approx 3-4 months due to being unaware of the charging requirements. Subsequently, she is unable to establish communication between her scs ipg and charging system. Additionally, the pt is receiving an ipg comm 2501 error from her pt programmer. The pt was advised to consult with the physician regarding the issue. Further investigation identified the pt is no longer receiving stimulation. A replacement charging system did not resolve the issue as communication still could not be established. The pt would like to have the scs ipg explanted and replaced.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.